Manufacturer narrative:
This report is submitted on march 20, 2023.

Event description:
Per the clinic, the patient experienced skin irritations at the abutment site and was treated with topical antibiotics on (B)(6) 2020 and (B)(6) 2020. The implanted device remains.